Event description:
It was reported the patient had a fall causing high impedance on contacts 9-16 and ipg not sitting flat in the pocket. In turn, surgical intervention was undertaken on (B)(6) 2025 wherein the lead explanted and replaced. The ipg was repositioned flat in the pocket. Therapy restored

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.